Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient that no one could get the device to recharge and now the device was dead. The device was replaced on (B)(6)2010. A week later, the device was not charging. The connector pin may have been bent. The patient was redirected to loaner repair. Additional information has been requested, but was not available as of the date of this report.